Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
During biomed testing the device displayed a "system fault 37" message. There was no pt involvement in the reported malfunction.